Event description:
It was reported the patient is deceased. It was also reported by the spouse "when the patient was taken via ambulance, external defibrillation paddles were used two times." The spouse was concerned this "had something to do with the death." A request for additional information was made and it was learned the cause of death was listed as hypertension, cardiovascular disease of many years, and cardiac arrest.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse later reported "there was nothing wrong with the device and it was not the cause of death."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.